Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. D4, h4: the expiration date and device manufacture date have been added

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11 additional narrative: the product was not returned to j&j medtech orthopaedics, however photos were provided for review. The photo investigation revealed that two needles are shown in used condition. The plates of the two needles have been deployed. The plates are not shown in the photo. No structural anomalies were found on both needles. The overall complaint was not confirmed as the observed condition of the omnispan meniscal repair 27deg would have not contributed to the complained device issue. Based on the investigation findings, the potential cause cannot be provided due to the lack of evidence. It has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. H4: the device manufacture date was unknown.

Event description:
It was reported by the sales rep in china that during an unspecified surgical procedure on (B)(6) 2024 the omnispan meniscal repair 27deg device double deployment. After the first firing, two plates were deployed at the same time. Another like device was used to complete the procedure. There were no adverse patient consequences reported. No additional information was provided. This is report 2 of 2 of the same events.